Event description:
At about 11 years and 4 months after the primary surgery, the surgeon did a revision due to a possible infection.

Manufacturer narrative:
Batch review performed on 14-jun-2022 lot 104023: (B)(4) items manufactured and released on 23-dec-2010. Expiration date: 2015-11-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs department: late infection in cementless tha, 10 years and 4 months after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Other devices involved: batch review performed on 14-jun-2022. Cup: versafitcup 01.26.54mbt acetabular shell cc ø 54 lot 103195 (device not distributed in us): (B)(4) items manufactured and released on 02-dec-2010. Expiration date: 2015-10-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review. Liner: mpact 01.26.3244hct flat pe hc liner ø 32 / e (k103352) lot 103835: (B)(4) items manufactured and released on 20-dec-2010. Expiration date: 2015-10-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review. Screws 01.26.65.45 cancellous bone screw flat head ø 6,5 l 45 (k103352) lot 090194: (B)(4) items manufactured and released on 26-jun-2009. Expiration date: 2014-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Implants from ceramtec 38.49.7175.665.00 biolox delta ceramic ball head 12/14 ø 32 size s -4 lot. 651836 (device not distributed in us): the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect or non-conformities regarding sterilisation. Due to the fact that the femoral head at issue was not provided, ceramtec could not carry out any further investigations.